Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a coronary procedure. The procedure was delayed (<20 minutes) but completed by restarting the system. The field service engineer (fse) visited onsite and confirmed that system's geometry movements were unavailable. Review of the logfile shows system's geometry movements were unavailable confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a geometry movements error. To resolve the issue fse performed frontal stand, table adjustments and necessary calibrations. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of x-ray during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the x-ray loss issue may resolve, allowing for continuation and completion of the procedure. A loss of x-ray happened, and the procedure resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were unavailable.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.